Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected. Field service evaluation- note 02/03/2026 16:16:50 (B)(6), further action 02/03/2026 4:06:24 pm (dentsply sirona charlotte time) caller's full name: (B)(6) caller's phone number: caller's role: patterson tech warranty status: billing previously accepted: problem description: washed out image after replacing cable ( image attached) troubleshooting description: had him remove cable clean contacts on both sides and try again-- 2-3-2026 took 4 images all look good with # 25070655--advised to monitor the situation to see if it happens again, replace sensor solution description 01/27/2026 17:35:08 (B)(6)--------initial log-------- 01/27/2026 4:42:49 pm (dentsply sirona charlotte time) warranty: yes dealer on-site: yes. Billable: no. No patient was reported harm due to images troubleshooting description: tech replaced the elastomeric strip and cable recommend ordering a replacement

Event description:
While the customer was using a part of an intraoral sensor system, schick33 s2 sensor ship kit/3.0 cable 9', they allege experiencing image quality issues when an x-ray image was taken and an additional image was required. No injury was reported from the alleged event.